Event description:
The customer reported that the device disarmed unexpectedly when in use on a patient.

Manufacturer narrative:
(B)(4): the customer reported that the device disarmed unexpectedly when in use on a patient. There was no report of negative impact to the involved patient. A philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed all testing and was returned to service. As of 10/7/10, there have been no further reports of this symptom with this device from this customer.